Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Pump had missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer jumping into a swimming pool while still connected to insulin pump. Customer reported to have place insulin pump in the sun to dry out and as a result, display screen went blank. Customer's blood glucose was 115 mg/dl. Customer was advised that insulin pump would need to be replaced.